Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site: (B)(6) - (r993890501). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.34mm and left coronary cusp (lcc) was 4.63mm. At the 30 day follow up, computed tomography angiography (cta) showed the bioprosthetic aortic valve with thickened leaflets with restricted motion. Findings were most consistent with grade 2-3 hypoattenuation leaflet thickening (halt). Coumadin was prescribed as treatment.